Event description:
It was reported that prior to an ear nose and throat (ent) surgical procedure, it was discovered that the motor device had an e5 error code. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. An assessment was performed on the device which found that the console was displaying an e5 error code. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.